Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: noted that she believed the issue occurred due to the needle being too small for what the surgeon needed in the case. Additional information has been requested and received. Can you identify the product code and lot number of the product that was used? Code: vcp320. Description: 2-0 mh1- vicryl pus 70cm. Lot: tdbckww0. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did any needle piece fell into the patient? If yes, what was done to retrieve it? For example, another incision, or second surgery? Was there any additional tissue damage as a result of searching for the needle piece? If the needle piece remains in the patient: what tissue structure the broken needle was located? Is there any plan in place to remove the needle piece in the future? Were there any patient consequences? Please perform and document the follow-up attempt for product return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total laparoscopic hysterectomy on an unknown date and suture was used. Suture was inserted. Needle broke in half. Suture retained. Additional information has been requested.